Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 had a left axillary artery dissection during the pump insertion through the introducer. Vessel repair was completed successfully and the patient remained on impella support until successful explant.

Manufacturer narrative:
The cause of the vascular dissection was not determined since product was not returned and insufficient clinical details provided. The pump passed all the post sterile inspection checks.